Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture/corrosion in the pump and no physical damage to the pump casing. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1 date of submission 08/10/2016-device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2016 with the following findings: investigation revealed rust/corrosion in the battery compartment and that the battery compartment was cracked in two places. Leak testing revealed a battery compartment leak. The pump casing was opened and no further moisture was found. The pump had no power due to moisture in the battery compartment.